Event description:
It was reported that the tip of the driver broke off in the screw head. The tip was removed from the screw. No patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirms driver tip broken off. A portion of the first mas head thread is broken off. This suggests the mas was not fully engaged into the instrument mas head thread, which would tend to mitigate bending stresses. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, the thread damage, and the absence of evidence of torsional overload suggest failure due to bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.